Event description:
Customer's family member reported via phone call that they hospitalized due to unknown reason on unknown date. Customer had a low blood glucose level of 53 mg/dl which had caused subsequent overnight hospitalization. Customer also reported that the insulin pump was stopped working. It was unknown if the customer was using the insulin pump with or without automode feature. The customer was assisted with partial troubleshooting as they did not have the insulin pump with them. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.